Manufacturer narrative:
H.6 investigation summary: material #: 368843, lot/batch #: 2245799. Bd received one shelf pack and seven (7) photos for investigation. The photos and returns were reviewed and the indicated failure mode for damaged packaging and torn label was observed. Additionally, two (2) retained shelf packs from bd inventory, were evaluated by visual examination and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® k2e 3.6mg plus blood collection tubes that there was a torn label. The following information was provided by the initial reporter: the customer found that the label was torn during inspection.